Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20. Patient identifier: sid range from (B)(6) as well as the 3 individual cases sid (B)(6).

Event description:
The customer reported false negative architect sars-cov-2 igg and architect sars-cov-2 igm results for 3 patients. The following data was provided (sars-cov-2 igg reference range: < 1.4 index = negative, >/= 1.4 index = positive; sars-cov-2 igm reference range: < 1.00 index = negative, >/= 1.00 index = positive): case #1: sid (B)(6). On (B)(6) 2020 = roche total antibodies (cobas) = 29.9 s/co (cutoff is > 1.0); on (B)(6) 2020 = 26.6 s/co (positive). On (B)(6) 2020 = maglumi = igg result = 7.5 s/co (cutoff is > 1.0), igm result = 1.1 s/co (cutoff is > 1.0). On (B)(6) 2020 = architect = igg result = 1.10 index (negative); igm result = 1.32 index (positive); on (B)(6) 2020 = repeat = igg result = 1.05 index (negative); igm result = 1.30 index (positive). Case#2: sid (B)(6). On (B)(6) 2020 = roche total antibodies (cobas) = 34.6 s/co (positive); (B)(6) 2020 = 29.0 s/co (positive). On (B)(6) 2020 = maglumi = not performed. On (B)(6) 2020 = architect = igg result = 1.09 index (negative); igm result = 0.88 index (negative); repeated on (B)(6) 2020 = igg result = 1.20 index (negative); igm result = 1.01 index (positive). Case #3: sid (B)(6). On (B)(6) 2020 = roche total antibodies (cobas) = 2.70 s/co (positive); on (B)(6) 2020 = 3.6 s/co (positive); maglumi = not performed. On (B)(6) 2020 = architect = igg result = 0.27 index (negative); igm result = 0.74 index (negative); repeated on (B)(6) 2020 = igg result = 0.27 index (negative); igm result = 0.86 index (negative). The customer provided new patient information on 11jan2021: the customer obtained false negative architect sars-cov-2 igg and sars-cov-2 igm results for 109 samples when compared to the roche platform. The following data was provided: the patient sids ranging from (B)(6) generated the following range of results: architect sars-cov-2 igg result range = 0.05 to 1.34 index (reference range: < 1.40 index is negative). Architect sars-cov-2 igm result range = 0.02 to 0.95 index (reference range: < 1.00 index is negative). Roche platform result range = 0.973 to 86.36 index (reference range: > 1.0 index = positive) there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The complaint investigation for observed false negative architect sars cov-2 igg and architect sars-cov-2 igm patient results included a search for similar complaints, and the review of the complaint text, trending data, labeling and device history records. Return testing was not completed as returns were not available. Specificity and sensitivity testing were done using an in-house retained kit lots 21404fn00 and 20579fn00 stored at the recommended storage conditions. All specifications were met indicating the lots are performing acceptably. Device history record review of lots 21404fn00 and 20579fn00 did not show any non-conformances or deviations relating to the issue. Labeling was reviewed and found to adequately address the issue under review. In this case, no specific patient history was provided. The customer reported negative igg results for 3 patients when using architect sars-cov-2 igg lot 20579fn00 and negative igm results for 2 of these patients when using architect sars-cov-2 igm lot 21404fn00. All 3 patients tested positive with the roche total ab test and patient 1 tested positive using the maglumi confirmatory test. For patient 2 a negative architect sars-cov-2 igm result was returned which repeated positive when retested on the architect. Additionally, the customer obtained false negative architect sars-cov-2 igg and sars-cov-2 igm results for 118 samples when compared to the roche platform. A direct comparison should not be made between the architect sars-cov-2 igg assay and the maglumi assay. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the maglumi assay is designed to detect antibodies against the spike antigen of sars-cov-2. As part of evaluating the consistency of sars-cov-2 igg lots, abbott has conducted comparison studies using a third party manufactured sample set (seracare sars-cov-2 performance panel). This provided a basis for comparison with the roche cobas anti-sars-cov-2 assay, another nucleocapsid based test capable of detecting igg (as well as potentially igm and iga). Testing was performed using five different abbott lots with comparative results showing good lot-to-lot consistency, with the abbott igg assay correctly identifying 10 of 10 positive panel members. The negative panel member tested as negative on all abbott lots. In comparison, the roche assay detected 9 of 10 positive panel members (roche testing performed by seracare). Results should be used in conjunction with other data; e.g., symptoms, results of other tests and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg lot number 20579fn00 or architect sars-cov-2 igm lot number 21404fn00 was identified. Describe event or problem = correction to how many patient samples the customer provided. Old number of patient samples is 109 / correct number of patient samples is 118. Suspect medical device was updated including the phone number, email, and fax number. All manufacturers was updated including the mfg site email and mfg site fax number.

Event description:
The customer provided new patient information on 11jan2021: the customer obtained false negative architect sars-cov-2 igg and sars-cov-2 igm results for 118 samples when compared to the roche platform. The following data was provided: the patient sids ranging from (B)(6) generated the following range of results: architect sars-cov-2 igg result range = 0.05 to 1.34 index (reference range: < 1.40 index is negative). Architect sars-cov-2 igm result range = 0.02 to 0.95 index (reference range: < 1.00 index is negative). Roche platform result range = 0.973 to 86.36 index (cutoff is > 1.0).

Manufacturer narrative:
This follow up is submitted to populate fields with data that had previously been provided. There is no change to the content of the data.